Manufacturer narrative:
The unit had a button error alarm and no button response due to a corroded keypad. The displacement test could not be performed due to a keypad anomaly. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer's blood glucose level was 105 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.